Event description:
It was reported that, "revised due to pain and instability. Upon surgical exposure, a large granuloma of the tissue was noticed and components were loose."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00428.